Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen. The patient could not remember if he experienced a hypoglycemic or a hyperglycemic event, only that the inaccurate values contributed to the event. He reported emergency medical services (ems) was called, he received unspecified treatment and recovered at home. At the time of contact, the patient was doing okay. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available. There were no reported glucose values available to search within the parkes error grid calculator. No additional event or patient information is available.